Manufacturer narrative:
This report is for one (1) unknown radial stem. It is unknown if the revision procedure was done or is scheduled. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a right radial head replacement on (B)(6) 2016. Subsequent postoperative x-rays showed that the radial stem may be loose. It is unknown if a revision procedure will be scheduled at this time. Concomitant medical products: radial head (part #unknown, lot #unknown, quantity 1). This report is for one (1) unknown radial stem. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.